Event description:
Reporter indicated that pt felt as if something was wrong with their device. Approximately one month prior to the initial report, the pt indicated that their seizures were decreasing in number and that they noticed an improvement in seizure control after an increase in programmed parameters. Neither the treating neurologist nor the treating neurosurgeon had been contacted by the pt regarding a problem with their device. Investigation to date has been unable to determine what made the pt feel like something was wrong with their device.